Event description:
It was reported that the patient had increased tremors in the right and left hand. Right hand tremors worsened with all activities - eating, writing, and using their hand. There was difficulty with fine motor movements with the left hand. The etiology was possibly due to the device or therapy - the implantable neurostimulator (ins) reached end of battery life on (B)(6) 2023. The ins and entire system was replaced with a non-rechargeable ins on (B)(6) 2023. Intraoperative impedance was conducted. The event also resulted in hospitalization. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had increased tremors in the right and left hand. Right hand tremors worsened with all activities - eating, writing, and using their hand. There was difficulty with fine motor movements and mild intermittent tremors with the left hand. The etiology was possibly due to the device or therapy - the implantable neurostimulator (ins) reached end of battery life on (B)(6) 2023. The ins and entire system was replaced with a non-rechargeable ins on (B)(6) 2023. Intraoperative impedance was conducted. The event also resulted in hospitalization. The issue was resolved. (B)(6) 2023. E1, clinical (B)(4): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device information received.